Event description:
The report from the field indicated that during a percutaneous coronary intervention procedure, when the cypher stent package was opened, the shaft of the stent delivery system was noted to be broken. The product was not clinically used in the pt. There was no reported pt injury. The lesion was treated with another cypher stent without any reported complications or product malfunctions. No add'l pt or lesion info was available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.